Manufacturer narrative:
Investigation concludes, the screwdriver exhibits a forced fracture as a result of the combination of torque and bending moment.

Event description:
Country of complaint: (B)(6). The tip of the screwdriver fj968r was sheared-off during a s4 cervical surgery. The tip of the screwdriver could not be removed from the screw. The screw together with screwdriver tip remained in the pt; the rod was screwed down onto the polyaxial screw. The screwdriver tip is therefore securely fixed inside the polyaxial screw, however is mfg out of (B)(4) and therefore not suitable for implantation.